Event description:
It was reported that during the use of the product, air became unable to be released from the one-way valve. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. DHR review was done, no issues related to the original complaint were found.